Event description:
Pt slid out of the sling during a raising procedure from a wheelchair to a bed, due to not being secured by the leg straps and safety belt. The leg fixation belt was missing as well. The resident intended to step off from the lift before this one reached the final position. He lost the stability from his leg and was only hanging in the lift because he was still holding the handle with his hands. The nurse lowered the unit and allowed the resident to reach the floor. There were no reported injuries.

Manufacturer narrative:
(B)(4). The arjohuntleigh rep states that the lifter and accessories are in very good condition. It was proposed to the customer to provide a second user training in order to make sure that the unit is always used with the recommended sling. Add'l info will be provided following the conclusion of the MFR's investigation.